Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor plate was physically damaged, and the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor plate was physically damaged and the force sensor resistance measurement was out of calibration. Review of the pump history reveals several loss of prime alarms associated with zero force. The pump was primed successfully, however when the pump was exercised several loss of prime warnings.